Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent a spinal fusion surgery (th9-s2) for degenerative kyphoscoliosis. During the surgery, the surgeon needed to cut two rods with the rod cutter. Although he cut the first rod smoothly, an offcut got stuck in the cutter. He extracted it by inserting another offcut into the hole of the cutter and hammering strongly about five (5) times. The surgeon cut the second rod, but an offcut got stuck again. He continued the surgery leaving the offcut in the cutter. The surgery was delayed by less than thirty (30) minutes. There was a burr larger than usual on the cut surface of the rod. No further information is available. This report is for one (1) expedium spine system rod 5.5 x 480mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual examination of the rod showed the distal tip that was cut (by the table rod cutter) was jagged and sharp. A device failure has been identified. A dimensional analysis was not performed as the issue was able to be visually confirmed and the cause of the burr/jagged edge was due to rod cutter not functioning as intended the rod. A definitive root cause for the complaint condition could not be determined based on the provided information. However, the damage can be attributed to the cutter being dull resulting in the uneven jagged edge/burr. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot the DHR of product code (B)(4), lot bdn2esl, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on december 17, 2019 the DHR was electronically reviewed. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.